Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 00249003244, cephalomedullary lag screw reamer long. Lot # unknown. G2: france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00953 .

Event description:
It was reported that the surgeon used the long drill bit on the patient and the drill bit fractured on 2 occasions during cephalic aiming. One part of the drill bit was left in the patient because it was impossible to find it, this happened the second time it fractured. There was a delay of 60 minutes and the surgeon followed the proper surgical technique. No additional surgery needed. No further information was known.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: catalog#: 00249003244, cephalomedullary lag screw reamer long. Lot#: 64035396. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, b7, d1, d2, g3, h1, h2, h3, h4, h6, h11. Correction: a3. Proposed code: mechanical (g04)- drill. Reported event was confirmed as visual examination of the returned products identified cutting edges are dull and damaged and the damage too severe for dimensional analysis. The cutting feature is fractured and missing. Material hardness is conforming to print specifications. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left femoral intramedullary rod and gamma nail with fractured drill bit within the femoral head. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.